Event description:
It was reported that the patient had a no external power and low voltage event. The patient did not recall any alarms. It was requested that log files be reviewed to see whether it occurred on battery or mobile power unit (mpu) power. The log files were reviewed and a no external power event was seen on 09nov2024 while on mpu power. This was likely caused by power to the mpu being briefly interrupted. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. On (B)(6) 2024 at 20:12:01, no external power alarms activated consistent with a loss of ac power while the system controller was connected to the mobile power unit (mpu). The alarms resolved when ac power was restored to the mpu at 20:12:37. The backup battery supported the system as intended during this time. Pump function was not affected. Attempts to obtain information about the event from the patient were made, but to date no response has been obtained. The root cause for the loss of ac power was unable to be determined through this investigation. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. Heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. G) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use (rev. G) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. G) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.